Event description:
It was reported that the patient's right atrial (ra) lead exhibited loss of capture during post-implant check. An x-ray imaging confirmed the right atrial lead was dislodged in the right ventricle. The physician successfully repositioned the ra lead, and patient was stable post-procedure.